Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging inaccurate high readings on her one touch ultra meter. A medical surveillance specialist (mss) contacted the pt; however, pt kept disconnecting the call; therefore, mss was unable to obtain further clinical info. The pt first noticed the allegedly high readings on the morning of (B) (6) 2010, at 6:47 am. The pt obtained the following readings at an unspecified date and time: 143 mg/dl, 120 mg/dl, 132 mg/dl, 122 mg/dl, 130 mg/dl and 117 mg/dl. The pt continued to take her medication on a regular basis. Approx 4 day later, after the reported issue began, the pt felt shaky, sweaty, exhibited frequent urination, severe headaches and had blurred vision. The pt contacted her physician; however, did not receive any medical treatment. The product was replaced. No further clinical info was provided. It would have been helpful to know whether the pt tested their blood glucose at the time of exhibiting symptoms and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the alleged readings, she developed symptoms suggestive of a serious injury. The readings she had obtained on her lfs meter did not correlate with her symptoms.